Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer stated the insulin was squirting out during the manual prime process. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. It was discovered that the customer had filled the reservoir in a manner that caused vent blockage. An infusion set change resolved the issue. The product is being returned. Nothing further was reported.